Event description:
It was reported that there was backflow through the check valve of a continu-flo primary administration set during priming. The reporter stated that the fluid from the baxter secondary set entered the primary medication container when the primary set¿s downstream line was closed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a video of it was received and evaluated. Inspection of the video verified the reported condition as backflow was identified. Additionally, a retained sample was evaluated. Visual inspection, gravity testing, and functional testing (the device was run on a colleague pump) were performed on the retained sample and no abnormalities were noted; the device was found to meet specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.